Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of over 700mg/dl, diabetic ketoacidosis, minor heart attack and kidney failure on (B)(6) 2018. Customer¿s current blood glucose was 215mg/dl. Customer had symptoms like exhaustion, loss of consciousness. Customer was wearing insulin pump at time of hospitalization. Customer alleged for possible under delivery of insulin pump but drive support cap was normal and insulin exited at quick release. Customer also reported that insulin pump keeps alarming and shutting off with new batteries. Customer performed troubleshoot but display did return. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit powered up properly after the test battery was installed. Unit was monitored for three days. No blank display, audio/beep anomaly or displayable history crc check failed alarm noted. However, displayable history crc check failed alarm noted in the alarm history screen due to corrupted history file.